Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and health care professional (hcp). The caller reported a revision related to this incident. No further information was available. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported when the doctors dropped the frequency on one hemisphere their walking improved but their symptoms on the other hemisphere on the other hemisphere came out. When the doctor increased the frequency, the opposite happened. It was a technology limitation in the devices that the pc could not deliver different frequencies on each hemisphere. That was the patient¿s complaint. When clarifying the splitting frequencies, the rep stated that the patient within one pc would like to have 100hz delivered to the left hemisphere and 160hz on the right hemisphere. They noted other competitive dbs devices could do that. The issue wasn¿t resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient reported having frequency changes helping one side of their body clinically and disrupted the other. There were no actions taken to resolve the issue, and the issue was not resolved. There were no further complications reported.